Event description:
It was reported that a spectrum pump alarmed air in line with back prime x2. This occurred during patient infusion of pembrolizumab at the cancer center. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: catalogue#: unknown spectrum. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.